Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower doors 1 and 3 had medication containers stuck behind the bins, which caused the bins to stick out too far. A field service engineer (fse) found that the customer had forced both doors closed, which damaged the plexiglass and jammed the doors in the closed position. The fse opened the doors using the emergency release and cleared the medications from behind the doors. The fse then replaced the damaged door panels to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 3 had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.